Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastroplasty, while on small intestine, the device did not fire. It was not possible to press the green button and when the surgeon squeezed the handle it was loose. The reload and handle were changed to complete theprocedure. There was no patient injury.